Manufacturer narrative:
Date of event: unknown. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7268973. All inspections were performed per the applicable operations qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with plunger rod separated from barrel. There was no report of injury or medical intervention.

Manufacturer narrative:
The following fields have been updated device available for eval?: yes. Returned on: 09/26/2018. Investigation: customer returned (1) 1cc, 8mm, 31g syringe in an open poly bag from lot # 7268973. Customer states that the plunger rod came right out of the barrel of the syringe while drawing. The returned syringe was tested and the stopper separated from the plunger rod when attempting to draw the plunger back. A review of the device history record was completed for batch# 7268973. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cuse is insufficient silicone in the barrel.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with plunger rod separated from barrel. There was no report of injury or medical intervention.